Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it¿s noticed that white foreign matter on the catheter once unwrapped the package."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8348975. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample with yellow liquid on the catheter surface was returned for evaluation. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has characteristics similar to those of n-(2-ethoxyphenyl)-n'-(2-ethylphenyl)-ethanediamide. Our engineers were unable to associate this material with our manufacturing process. Based on the information available, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that foreign matter was found before use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it¿s noticed that white foreign matter on the catheter once unwrapped the package."